Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that unstable angina occurred. In (B)(6) 2013, the patient's qualifying condition was unstable angina. Prior to procedure, the patient was found to have abnormal stress test or imaging stress test indicative of ischemia and the patient was referred for cardiac catheterization and the index procedure (urgent) was performed on the same day. Target lesion #1 was located in the mid left anterior descending artery (lad) with 99% stenosis and was 18 mm long with a reference vessel diameter of 3.0 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 20 mm study stent. Following post-dilatation, 0% residual stenosis was noted. Target lesion #2 was located in the distal right coronary artery (rca) with 90% stenosis and was 30 mm long with a reference vessel diameter of 4.0 mm. Target lesion #2 was treated with pre-dilatation and placement of a 4.00 x 38 mm study stent. Following post-dilatation, 0% residual stenosis was noted. After seven days, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient presented with complaints of severe prolonged chest pain which did not relieve with nitroglycerin. The patient had angiogram at the outside facility which did not show any obstructive lesions and echocardiogram revealed lvef of 48%. One possibility of the chest pain was suspected could be in setting of vasopathic pathology and hence, patient was started on imdur. The patient was on brilliant for 5 years even though the recommendation was to be continued on 1 year. Troponins were negative. Electrocardiography revealed normal sinus rhythm with no st changes. However, given the cardiac history, cardiac catheterization was recommended. After one day, patent study stent in mid segment; second diagonal branch which was jailed by stent has mild pinching with 60-70% stenosis at the origin. The following day, the patient was discharged on medical therapy.